Event description:
Total hip: long white handle threaded cup inserted from trident tray was used to insert a tritanium window trial size 58. The surgical tech cross threaded the window trial onto the handle causing the grooves on insertion handle and window trial to be damaged. Immediately the extra insertion handle was used from acetabular reamer tray.

Manufacturer narrative:
An event regarding damaged and stripped threads on a tritanium window trial was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection confirmed the reported event, the threads of the trial were damaged and there is evidence of cross threading. Although there was noted damage to the trial shell threads, the universal impactor assembled and was able to hold the shell. -device history review determined all devices in the reported lot were accepted into final stock with no reported discrepancies. -complaint history review found no other similar events for the reported lot. Conclusions: the reported thread damage likely occurred over many uses over the service life of the device.

Event description:
Total hip: long white handle threaded cup inserted from trident tray was used to insert a tritanium window trial size 58. The surgical tech cross threaded the window trial onto the handle causing the grooves on insertion handle and window trial to be damaged. Immediately the extra insertion handle was used from acetabular reamer tray.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.